Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and bringing the patient in for evaluation and possible reprogramming of the pacing configuration. Efforts to obtain additional product issue details were unsuccessful. Additional information was received confirming this lv lead and the associated device were removed from service. This patient stated that the lead had broken off and was replaced with a new lead and new device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a pacing impedance measurement greater than 2000 ohms on the left ventricular (lv) channel. No adverse patient effects were reported.